Event description:
It was reported during a hernia repair only two staples came out of the ems stapler and the surgeon opened a new stapler to complete the case. There was no consequence to the patient.